Manufacturer narrative:
This device remains implanted. Upon additional information this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited inappropriate shocks due to oversensing. A review of the device episodes by technical services (ts) noted that non physiological artifacts in combination with a sudden loss of cardiac signal and baseline shifts were seen. This kind of artifacts are a result of a sudden change in the impedance pathway of the sensing vector. This can either be caused by incomplete lead insertion, impairment of the lead or other disturbance of the lead contact in the device header. Ts discussed performing a high resolution x-ray and discussed further system evaluation and programming options depending on the findings. No adverse patient effects were reported. This device remains implanted.